Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt uncomfortable stimulation. The patient thought that therapy works great then ¿goes away¿ with a return of symptoms similar to prior treatments the healthcare professional (hcp) had tried. The manufacturer¿s representative told the patient the therapy would feel like ¿riding a bicycle¿. The patient noticed on their own that the stimulation would drive them crazy when it was turned up high so they turned it off. This resulted in them peeing constantly. The patient thought this started at the end of april (2019). In the last 2 weeks, the patient noticed constipation and was ¿shooting out pellets¿. They stated that ¿her body isn¿t working without the therapy and her rear end is all torn up¿ and wanted to turn it back on. Using the programmer, it was determined the stimulation/therapy was off and was on program 2 at 0.4. The patient thought the setting of 0.4 will be too high. The setting was decreased to 0.2 and the stimulation was turned back on. The stimulation was then increased to 0.4 which was comfortable for the patient. This resolved their uncomfortable stimulation issue. The patient was going to assess the therapy now that it was on. Additional information received on (B)(6), 2019 from the patient reported that they did not know if the ins was helping them or not. The patient indicated they had the device of urinary and bowel incontinence but their bladder hurts until they got up and ¿floods¿. They also reported that they had not seen any improvement in their bowel symptoms. These issues were noticed last week (2019), when they had relations with an ex last week. Using the programmer, it was determined that the patient was on program 12 at 0.4 volts and the stimulation was on. Therapy considerations were reviewed with the patient. The patient then increased the stimulation to 0.6 volts and indicated this was comfortable for them. It was advised that the patient follow up with their hcp to get the device checked if they don¿t see an improvement in their symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they were still incontinent because "poop is falling out" of them. The reason for calling is get assistance with making adjustments to stimulation intensity. Prior to calling, the patient saw their managing healthcare provider (hcp) and a physician's assistant who took x-rays of the ins. The patient thought the ins or leads were damaged because they weren't seeing symptom control, but the x-rays showed everything was fine. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at told they were on program 1 but the patient said they were at 0.4v on program 2. Therapy expectations and considerations with making adjustments were reviewed. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 0.7v where they were comfortable. The pa instructed the patient to wait three months before making adjustments. The patient was instructed to review any directions previously given to them by their hcp. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. The patient will monitor their symptoms and they were redirected to their hcp if the problem is not resolved. During the call, they also reported feeling a "tingling" from the stimulation down their leg; no event date was provided. The patient then said they previously felt stimulation in their chest as well (about two weeks ago) after a fall. They noted that the fall was caused by a "sexual assault" and was not related to the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient¿s healthcare provider told them to try a new program but didn't instruct them which program to change to. Programming considerations were reviewed, and the patient changed from program 2 at 0.5v to program 3 at 0.4v. The patient stated initially when they changed to program 3 it was set to 0.7 and it was too strong, and they felt stimulation in the chest. The patient confirmed decreasing the stimulation resolved the issue and they now felt stimulation in the bike seat area. The patient noted they were scheduled to see the healthcare provider physician¿s assistant on (B)(6) 2019 but that was too long. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated when they changed to program 3 on the previous call, they actually started having bowel movements. They expressed program 3 initially helped resolve symptoms, then they started having bowel issues, stating they were blocked up and couldn't have bowel movements anymore. They stated this was painful. They were taking fiber supplements and eating well, but nothing was coming out. They originally felt stimulation after changing to program 3, but then did not. Caller increased 4 days prior to report by 0.1. The calling increased stimulation to 0.7 on program 3 during the call and reported feeling stimulation comfortably. Caller noted they didn't like the stimulation much. It was reviewed to decrease if it became uncomfortable. No further complications were reported or anticipated.